Event description:
It was reported that there was one spurious finding of high threshold on the lv (left ventricular) lead. It was also reported that there was undersensing on the rv (right ventricular) lead and that it had dislodged. The rv lead was revised and remains in use, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtba1d4 crt-d, implanted: (B)(6) 2014; 5076-52 lead; implanted: (B)(6) 2014. (B)(4).